Event description:
(B)(6) 2016: developed severe breathing issues (sob / doe), chest tightness, fatigue, breathlessness with talking and any activity. Chest tightness / pressure with any activity / exertion. Went through extensive testing from 2016 - 2018. All tests were normal, however, symptoms continued / worsened. Implants removed (B)(6) 2018 and symptoms resolved.